Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-056: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Note: manufacturer contacted customer in a follow-up call on 13-apr-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 100, 102 and 127 mg/dl. Customer was also concerned with results from fasting back to back comparison blood glucose test results of 56 mg/dl from doctor's lab and 84 mg/dl using true metrix meter. The customer¿s expected fasting blood glucose test results are under 90 mg/dl am and under 120 mg/dl pm. The customer feels well and did not report any symptoms. Customer stated she had contacted her doctor (date not disclosed) due to the blood glucose test results and her doctor advised her to bring the true metrix meter in for the meter to lab comparison tests. Customer stated the doctor had advised her to contact the manufacturer. Customer stated that she was having the same issues with a previous vial of test strips she was using (strip lot number was not available). During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2023 and test strips were opened four days prior to call. The meter memory was reviewed for previous test result history: result 1: 116 mg/dl, date: (B)(6) 2022, time: 11:14 am ,fasting pm ; result 2: 89 mg/dl , date: (B)(6) 2022 , time: 8:15 am ,fasting am; result 3: 100 mg/dl ,date: (B)(6) 2022 ,time: 7:53 am ,fasting am; result 4: 102 mg/dl ,date: (B)(6) 2022 ,time: 7:52 am ,fasting am; result 5: 95 mg/dl , date: (B)(6) 2022 ,time: 7:50 am ,fasting am.